Event description:
It was reported to philips that the system's software had problem, which could impact booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.